Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis was conducted and this examination showed signs of deformation, discoloration, foreign material, and the fracture of the post of the tibial insert. The discoloration is likely due to the absorption of biological fluids. The causes of the deformation and the post fracture could not be determined from this investigation. No material or manufacturing deviations were observed during the investigation of this device. A clinical evaluation was conducted and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Should information become available this complaint can be re-assessed. Available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to a broken peg of the ps insert.